Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, a patient had a total arch replacement for an acute stanford type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal and distal false lumen and a total amount of 7ml was applied. Felt was used with bioglue and bioglue was not used as an adjunct to sutures. It is unknown if the target field was dry or if the vessel or graft was clamped and depressurized prior to application of bioglue. The native tissue condition was friable. The patient's follow-up visit was on (B)(6) 2014 and intervention was performed on (B)(6) 2014. False aneurysm and re-dissection were detected on the distal suture line. Bioglue had been applied to the site but it has not adhered. Clot of bioglue having a size of 1.5 - 2.0cm was found at initial applied site. The surgeon stated that the false aneurysm may have not been due to bioglue and was caused by re-dissection from the re-entry. The vessel was replaced with graft from the distal side of the intial surgery to the site beyond the re-entry in the re-procedure. No samples were sent to pathology. The patient is currently hospitalized. Possible lot numbers were determined from shipping records and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. Based on the information available at the time of the clinical report, a cause of the false aneurysm and re-dissection observed in this patient could not definitively be determined. However, as the false aneurysm occurred at the distal suture line and the surgeon states that the native tissue was friable and that bioglue was only used in the proximal and distal false lumens (not on suture lines), it is unlikely that bioglue caused or contributed to the false aneurysm. Additionally, the surgeon indicated that the bioglue was not adhered upon reoperation and that a "clot" of bioglue approximately 1.5-2.0 cm was found at the site. This indicates that bioglue did not fully adhere within the false lumen at the time of application which is a result of improper preparation of the application site and/or improper application of bioglue into the false lumen. The false lumen should be fully cleared of any thrombus or debris and be dried with sterile gauze prior to bioglue application. If any protein containing debris, thrombus, and/or blood are present, it will result in decreased adherence of bioglue to the tissue within the false lumen. Decreased adherence could contribute to redissection as the layers may not be adequately approximated and adhered to prevent redissection. A root cause of the reported event is unknown. However, because the false aneurysm was located at the distal suture line and bioglue was not applied on either suture line, it is unlikely that bioglue caused or contributed to the false aneurysm formation. Additionally, if the site was not properly prepared prior to bioglue application, the layers of the false lumen may not have been adequately approximated and adhered which could result in the redissection observed in this patient.

Event description:
According to the report, a patient had a total arch replacement for an acute stanford type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal and distal false lumen and a total amount of 7ml was applied. Felt was used with bioglue and bioglue was not used as an adjunct to sutures. It is unknown if the target field was dry or if the vessel or graft was clamped and depressurized prior to application of bioglue. The native tissue condition was friable. The patient's follow-up visit was on (B)(6) 2014 and intervention was performed on (B)(6) 2014. False aneurysm and re-dissection were detected on the distal suture line. Bioglue had been applied to the site but it has not adhered. Clot of bioglue having a size of 1.5 - 2.0cm was found at initial applied site. The surgeon stated that the false aneurysm may have not been due to bioglue and was caused by re-dissection from the re-entry. The vessel was replaced with graft from the distal side of the initial surgery to the site beyond the re-entry in the re-procedure. No samples were sent to pathology. The patient is currently hospitalized.

Event description:
According to the report, a patient had a total arch replacement for an acute stanford type a aortic dissection on (B)(6) 2014. Bioglue was applied to the proximal and distal false lumen and a total amount of 7ml was applied. Felt was used with bioglue and bioglue was not used as an adjunct to sutures. It is unknown if the target field was dry or if the vessel or graft was clamped and depressurized prior to application of bioglue. The native tissue condition was friable. The patient's follow-up visit was on (B)(6) 2014 and intervention was performed on (B)(6) 2014. False aneurysm and re-dissection were detected on the distal suture line. Bioglue had been applied to the site but it has not adhered. Clot of bioglue having a size of 1.5 - 2.0cm was found at initial applied site. The surgeon stated that the false aneurysm may have not been due to bioglue and was caused by re-dissection from the re-entry. The vessel was replaced with graft from the distal side of the initial surgery to the site beyond the re-entry in the re-procedure. No samples were sent to pathology. The patient is currently hospitalized.